Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 6:30 pm after the end user received false results from their prodigy diabetes meter. The end user experienced a headache and was in a state of confusion with a blood glucose reading of 79 mg/dl. The end user was taken to the ER and upon arrival her blood glucose reading was 39 mg/dl she received orange juice as a treatment to assist in raising her blood glucose level. After a few hours in the ER she was discharged with a blood glucose result of 99 mg/dl. No additional details were provided in relations to this medical event.